Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that their first neurostimulator hadn't been implanted deep enough because since the day they got it, they couldn't sleep on that side of their "butt," that it was too close to their skin and that it bothered/hurt them. The patient stated they told their managing health care provider (hcp) about it, who told them they'd get used to it however the patient stated four years later and they never got used to it. The patient stated they saw their hcp again and told them again that it was too close to the skin and they couldn't sleep on it and the hcp said "well we have a new one we can put it in instead. Want to try it" and the patient stated "yes," and their initial neurostimulator was replaced with a thinner neurostimulator on (B)(6) 2022. The patient stated that now they slept fine on the new neurostimulator. Documented reported event. No further action was taken by patient services